Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up and displayed the "do not use icon". Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6; device problem code. Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer reports of "no power" and "do not use" was not replicated or confirmed. The device was put through extensive testing including bench handling, defib functional testing and hot swapping batteries without duplicating the reports. An internal inspection of the device found no discrepancies. The dock connector and monitor board were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.